Manufacturer narrative:
The customer advised that the patient information for this case is not available. The date of manufacture was not available at the time of filing. The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not displaying correct tidal volume and the bellows were malfunctioning during a case. There was no report of patient injury.